Manufacturer narrative:
The investigation for the reported issue has been completed. Data logs were returned and confirm the high motor current/flows. The pump was returned and a fiber was found wrapped around the impeller. The pump was run in a bucket of water with the fiber and the saturated flows were reproduced. The fiber was removed and the flow reading and the motor current reading were within normal specification. The root cause of the saturated flows/high motor current was determined to be an ingested fiber wrapped around the impeller. The fiber is most likely a suture. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella device was implanted through the left femoral artery (lfa) using ultrasound and a guided micro-puncture access technique. As the pump was initiated, high flow saturation was noted. The device was explanted, and the medical staff placed a new impella pump to manage this complication.